Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but due to a use error the device did not perform as intended. When reviewing similar reportable events for contoura 1000/1080 beds, we have not found any similar fault description compared to the situation investigated here: caregiver trapped between the bed and the wall as the bed moved during movement of a patient on bed, because the castors were not locked in properly. There is no trend observed for reportable complaints with this failure description for contoura 1000/1080 beds. Taking into consideration that over (B)(4) contoura 1000/1080 beds have been sold since 2001, the complaint ratio is considered to be low. Based on the information collated to date, the provided problem description and interview conducted at the facility by an arjohuntleigh representative, it has been deemed that the brakes involved on castors have been not applied correctly by one of the caregivers taking part in the operation of moving the patient in the bed. On the contoura 1000/1080 bed the pair of linked brake pedals that operate on all four castors are located at the foot end of the bed. When the pedals are pushed down, the brakes are applied on all four castors. The product instructions for use (e.g. #746-128_06), which is provided together with each contoura 1000/1080 bed - informs the user in section 4. Operation - safety, to make sure that the patient's and carers' limbs are not trapped when the bed is operated. Also it reminds to always apply the brakes when the bed is stationary. If the recommendation from the product instructions for use would be followed, and the brakes were applied properly, the incident would not have occurred. During the arjohuntleigh representative's visit at the facility it turned out that the product instructions for use was not available. Therefore, arjohuntleigh recommend to provide the current revision of the instruction for use to the facility and retrain the customer staff to the device labeling (instructions for use). In summary, the device was being used at the time of the event for patient treatment, it has not failed to meet its specification, however as it took part in the incident it contributed to the event. Given the circumstances and the number of similar events, this incident appears to be an isolated issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).